Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H6. Coding has been updated to reflect the new information that this event is a non-complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received 2025-nov-19 from the patient. When asked if their infusion device or therapy was causal or contributory with respect to their overdose symptoms, the patient reported they "had taken a boost and not stayed seated for a short while". When asked if there was any reason to suggest that their infusion device was not delivering the intended therapy as prescribed, the patient responded "no". The patient stated the patient outcome was "no harm" and that the current status of their device is implanted and delivering therapy. Further information was received 2025-dec-04 from the patient. The patient reported their overdose symptoms included dizziness. With regards to actions/interventions taken, the patient reported "faking". The patient reiterated that the there was no reason to suggest their device was not delivering the intended therapy as prescribed. The patient reported their outcome is 'fine' and the current status of the device is that it is delivering the therapy at a reduced rate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-aug-04, information was received from a patient's representative, regarding a patient receiving fentanyl (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient was experiencing overdose symptoms 3 to 4 times a week for over a year now. The patient had been on the fentanyl pain pump for 15 years and "whether they liked it or not the patient would become an addict." It was reported the patient did not like the healthcare professional (hcp) because "the patient liked to continue to drink alcohol on top of the fentanyl, which they were not supposed to." The patient continued to ask for an increase in the fentanyl every time they went and the hcp would not give it to the patient. When the patient's previous hcp came back into town, the patient switched back to them. The patient was having frequent overdoses and they were still driving and would not take away their driver's license. The patient was overdosing on the church floor and they had call the ambulance and rush the patient to the emergency room (ER). When the patient got to the ER, they realized it was an overdose from the pain pump. They tried to contact their hcp but were not able to make contact. The caller stated the patient was not a threat to themselves and the community because they were overdosing themselves with the bolus and they were still driving, which was a risk to society. The caller stated they were trying to find a new hcp that would properly manage the patient's care. The pump was going to run out on the (B)(6) and if it runs out, the patient will go into withdrawal. The patient used to weight 160 lbs and they were down to 115 lbs now but they continue to increase the dose of fentanyl. The issue was not resolved at the time of this report.